Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime multiple times. The reporter stated that they have not change the cartridge since the loss of prime alert started. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015, device evaluation: the cartridge was returned to animas and tested by product analysis on 07/29/2015 with the following findings - a visual inspection of the returned cartridge was performed. No damage or defects were noted. A fill test and a force test were performed on the returned product and it met passing criteria. The cartridge cycled properly and no issues were found filling the cartridge.